Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue, resolved it by installing a new front end board. The fse then completed the pm with all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was then cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact at the customer or complainant site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not recognize the trainer. There was no patient involvement, and no adverse event reported.